Event description:
It was reported that during device preparation, the protective sheath was difficult to remove. The device was prepared per instructions for use, but after insertion on the wire, the nc trek balloon dilatation catheter would not advance on the wire. The device was removed without issue and set aside for return. Another nc trek was used without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position was confirmed. The difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. There was a strand of balloon peeling on the middle portion of the balloon. The peeling was not reported. The inner member appeared collapsed and was not reported. Both most likely resulted from handling during the resistance encountered with sheath removal and loading on the guide wire. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.